Event description:
It was reported that the ilet bionic pancreas exhibited an intermittent unresponsive sleep/wake button, requiring multiple presses before the display would wake, which recurred after a recent replacement and temporarily resolved after the user set the device down. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care, no alerts or alarms, and continued device use after user-performed actions. Investigation included user education, request for event video, and recommendation to restart the device. Investigation of this case revealed that the event could not be replicated during the call and that normal function resumed after handling. It was concluded that the device displayed intermittent non-reproducible behavior, with no patient harm identified and no further action indicated pending additional evidence.